Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/29/2014 with the following findings: investigation revealed the display screen was dim and discolored. A battery compartment crack was observed. The vibratory alert was not functioning. The bolus button cover was torn; the bolus button was appropriately responsive. Inspection of the pump¿s internal components revealed moisture and the vibration motor pins were misaligned. Unrelated to the display screen, keypad, vibration issues, evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display, battery compartment crack, and vibratory alert issues. This report is made based on results of the investigation performed on (B)(4) 2014.